Manufacturer narrative:
On (B)(6) 2019 the user reported error 230 (head not connected) and that the ipl handpiece fired by itself without pressing the trigger button ((B)(4)). A replacement ipl handpiece was delivered to the customer and installed with no reported errors. The suspected faulty ipl handpiece was sent to lumenis for investigation. A week later the user reported again ((B)(4)) that the handpiece fired on its own and error code 230 was recorded in the system log. Lumenis service engineer was dispatched to check the system. The engineer managed to replicate error code. However, could not replicate the "misfiring" due to system errors. The service engineer upgraded system software to (B)(4) and installed new (version (B)(4)) ipl head. He then test fired the system many 100 times with no errors or "misfires", verified energy output on yag, ipl, and resurfx handpieces and verified unit safety and proper operation. The customer was advised to monitor the operation of the system for the following week. Review of DHR of m22 ga-0005200:(B)(4) has shown that the system was manufactured, tested and released according to lumenis specifications. No malfunctions were reported during manufacturing. M22 ga-0005200:(B)(4) was manufactured on 25-jul-2017 and installed at the customer's site on 04-dec-2017. Risk assessment was performed using (B)(4) rev t. The applicable risk was identified in section 3.1.1 "inadvertent exposure - uncontrolled emission of laser". The potential severity of the risk was scored with 9 and the probability of occurrence was scored with 1. Rpn: 9x1=9 (low) - acceptable risk. The "misfiring" of the handpiece did not cause any patient or user damage and the system was immediately shut off. Lumenis is reporting this adverse event to FDA in abundance of caution. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
The user facility reported that the unit shot off on it's own without pressing trigger.